Manufacturer narrative:
Concomitant products: - stem extension w/slot 120l x16 mm (cat# 204-36-12 / serial# (B)(6) - cc posterior fem augment sz 2, 5mm (cat# 208-07-02 / serial# (B)(6) - cc posterior fem augment sz 2, 5mm (cat# 208-07-02 / serial# (B)(6) - cc distal fem augment sz 2, 5mm (cat# 208-05-02 / serial# (B)(6) - cc distal fem augment sz 2, 5mm (cat# 208-05-02 / serial# (B)(6) - 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(6) - cc stem ext adaptor 5 degree (cat# 208-09-05 / serial# (B)(6) - fluted stem extension 80l x 14 mm (cat# 204-34-08 / serial# (B)(6) - trapezoid tibial tray sz 1f/2t, 2f/2t (cat# 204-04-22 / serial# (B)(6) - cc femoral sz 2 (cat# 208-01-02 / serial# (B)(6). The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case (B)(6) case-2019-00005485 rk 2 stage rev1 case-2023-00007260 rk rev3 as reported by the legal brief a patient had a right knee revision on (B)(6) 2009, and continued to have pain and instability in connection with her optetrak knee replacement system it was determined that the device had again loosened and failed and was required to undergo another revision on (B)(6) 2012, approximately 3 years 8 months post revision. At this second revision, another insert was implanted in patient's knee. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Concomitant products: - stem extension w/slot 120l x16 mm (cat# 204-36-12 / serial# (B)(6) - cc posterior fem augment sz 2, 5mm (cat# 208-07-02 / serial# (B)(6) - cc posterior fem augment sz 2, 5mm (cat# 208-07-02 / serial# (B)(6) - cc distal fem augment sz 2, 5mm (cat# 208-05-02 / serial# (B)(6) - cc distal fem augment sz 2, 5mm (cat# 208-05-02 / serial# (B)(6) - 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(6) - cc stem ext adaptor 5 degree (cat# 208-09-05 / serial# (b)(6 - fluted stem extension 80l x 14 mm (cat# 204-34-08 / serial# (B)(6) - trapezoid tibial tray sz 1f/2t, 2f/2t (cat# 204-04-22 / serial# (B)(6) - cc femoral sz 2 (cat# 208-01-02 / serial# (B)(6). 510k: k954208